Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for aortic arch aneurysm. On an unknown date in (B)(6) 2020, at the follow-up, no endoleaks were identified. After that, the patient stopped coming to follow-ups. On (B)(6) 2022, the patient was transported due to a ruptured thoracic aortic aneurysm. It was reported that an aortic arch replacement was performed at this time. As reported the replaced graft of the arch and the ctag device were wrapped in felt and anastomosed. The patient tolerated the procedure. The physician stated: the tgm404015 that had been located just below the brachiocephalic artery, had fallen into the aneurysm sac on (B)(6) 2022. It is unknown whether the device had migrated, or the diameter of the aneurysm had enlarged and the device migrated, because the patient hadn¿t came to the follow-up. However, it was estimated that the graft had migrated about 20 mm from the proximal neck and about 10mm into the aneurysm.

Manufacturer narrative:
As gore was unable to determine which device (s) caused or contributed to the event if any; additional device(s) implanted related to this event include: gore® tag® conformable thoracic stent graft with active control system, tgmr313110j (serial: (B)(4), UDI: (B)(4)). Potential adverse events/complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: stent graft migration, aortic expansion, and aortic rupture.

Manufacturer narrative:
H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lots involved in this event met all pre-release specifications. H6: code 3221, no findings available - an engineering evaluation was performed on the available information. The device evaluation showed the following: ¿ since the device was already implanted, no device could be returned for evaluation. No images were returned with the event. ¿ based on the available information, the report of device migration could not be confirmed. ¿ per the product history report with (B)(4), a review of the manufacturing records indicated the lot met all pre-released specifications. ¿ no images were returned for an imaging evaluation. ¿ no indication of a manufacturing deficiency was identified during a review of the event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.